Event description:
Caller states the patient tested 179mg/dl on the inform system and 32 mg/dl on lab drawn within 10 minutes. No adverse event reported due to these results. Requested return of suspect system, and replacement was sent.